Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> examination of the returned device pack confirmed the reported complaint. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> DHR has been reviewed and no deviations or anomalies were found.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture no clinical signs, symptoms or conditions. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the implant was not used as unsure if it was unsterile. The surgery was possibly extended by about 10 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Forth valley hospital had an issue with a packaging on a corail stem. When they opened the outer packaging, the cellophane, and the box were intact. But the packaging for the bit the floor nurse opens for the scrub nurse to sterile had a small puncher hole.